Event description:
The manufacturer received information from a customer that the trilogy ev300 device needed to have annual maintenance performed on it. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 was returned and evaluated by philips engineer. The device evaluation found an issue with the active exhalation control module (or proportional) valve and three-way (3-way) solenoid valve for this device. The philips engineer replaced the aecm and 3-way solenoid valves to address the issue. After replacing the parts on the device, the philips engineer performed the final test on the device. The device passed the final test.